Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during the fill tubing process. The patient's blood glucose at the time of incident was 505 mg/dl, which she treated with a manual insulin injection. Before treatment she felt nauseous, but after injecting insulin the customer began to feel better. Troubleshooting was initiated for the no delivery during manual prime. The customer disconnected and reconnected the same reservoir and infusion set and manually push insulin through the tubing. Then the customer rewound the pump and primed the tubing. No alarms occurred during the processes. The customer was advised that the pump was working as designed. No products were shipped or returned.